Event description:
Surgeon attempted to deploy the valve through the delivery system, however,due to patient anatomy, the valve could not be deployed. The delivery system including the valve was removed and a second valve was prepared and was successfully deployed. There was no known injury to the patient.